Event description:
Nurse was aseptically packing deep breast wound with sterile 1 inch form dressing when masking tape was noted holding tape together. The package had been sealed. Same situation noted when another conform dressing was opened.